Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl¿ gram crystal violet that there was precipitate in the stain, which appeared to be gram positive cocci. One (1) patient had erroneous results of gram-positive cocci reported and was administered vancomycin. The result was subsequently corrected in the patient's chart. There was no further health impact or consequence reported. Reported verbatim, "hazard, injury or erroneous results? Yes. Detailed erroneous results: falsely reported gram-positive cocci being seen on the gram stain slide. Was patient treatment changed in result of erroneous results: patient was treated with vancomycin. Customer is unsure at this moment if they will be changing treatment from the vancomycin".

Manufacturer narrative:
Investigation summary: components are mixed and dispensed into the appropriate containers. After qc testing product is released and transported to the distribution center. The complaint investigation included a batch history review of the gram crystal violet. The batch history record review indicated no discrepancies. All release testing was satisfactory. Complaint trends were reviewed for a period covering 12 months. During that time there have been no confirmed complaints for this batch. No returns or photos were received. A retention sample from the complaint batch was evaluated along with a control batch of crystal violet. The solution appearance of retention sample was satisfactory and comparable to the control; all were deep purple solution with no visible precipitate. Slides of e. Coli atcc 25922 and s. Aureus atcc 25923 controls were evaluated and had satisfactory staining results for retention and control batches. Ten fields of each smear were examined in detail using oil immersion lens of a light microscope. No excessive precipitate, artifacts or bacterial contamination were seen. The retention sample was comparable to the control. This complaint is not confirmed.

Event description:
It was reported while using bd bbl¿ gram crystal violet that there was precipitate in the stain, which appeared to be gram positive cocci. One (1) patient had erroneous results of gram-positive cocci reported and was administered vancomycin. The result was subsequently corrected in the patient's chart. There was no further health impact or consequence reported. Reported verbatim, "hazard, injury or erroneous results? Yes. Detailed erroneous results: falsely reported gram-positive cocci being seen on the gram stain slide. Was patient treatment changed in result of erroneous results: patient was treated with vancomycin. Customer is unsure at this moment if they will be changing treatment from the vancomycin".

Event description:
It was reported while using bd bbl¿ gram crystal violet that there was precipitate in the stain, which caused incorrect results for an unknown number of patients. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b1. Adverse type: product problem b5. It was reported while using bd bbl¿ gram crystal violet that there was precipitate in the stain, which caused incorrect results for an unknown number of patients. There was no report of patient impact. H1. Type of reportable events: malfunction this supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.